Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother confirmed patient's receiver is paired and indicating a reading; smart device is within range and has lost connection. Dexcom representative advised patient's mother to restart the smart device, forget the transmitter, stop the session, and re-pair the devices which was successful. No additional patient or event information is available.